Event description:
The account alleged the bed has no nurse call. No pt impact.

Manufacturer narrative:
The technician found the nurse call communication cable has multiple bent pins on the wall connection head. The technician replaced the communication cable to resolve the issue.